Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was found that the f11 fuse was an open circuit. The fuse was replaced and then the mobile view station (mvs) was tested and found to be fine. The imaging system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the site was unable to power on the mobile view station (mvs). The green mains power indicator was not illuminated. The site tried a different power outlet but experienced the same result. There was no patient present when this issue was observed.